Event description:
Product analysis performed on the returned tablet confirmed the allegation of a hardware failure was verified. During analysis it was identified that the usb port was damaged. As a result, the tablet was unable to establish a communication. No further anomalies were identified. The DHR for the complaint tablet was reviewed and no non-conformances related to the mechanical structure of the device were identified.

Manufacturer narrative:
Suspect device UDI#: (B)(4).

Event description:
It was reported by the physician that they had been having communication issues with their programming system tablet and wand. They were able to use another programming system and no patients were affected. The company representative tried to troubleshoot the issue, at which point she noticed the tablet does not allow the serial cable to go all the way in at the port and appears that the tablet is damaged. The serial cable and wand were noted to be working properly when used with the company representative's programming system. The physician's tablet was received by the manufacturer for analysis. Analysis is expected, but has not been completed to date.